Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- catheter distorted/damaged 8cm from tip. Internal wires distorted/damaged 8cm from tip. Catheter was tested and reading was within limits. The device failed water pattern testing - erratic after 24 hours. When the catheter was tested, the reading was within the limits. The possible root cause of the defect reported by the customer could be due to a mishandling of the device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the icp microsensor's reading was 70mmhg which was higher than the actual data. The physician changed it with another microsensor which showed the normal readings. There was a 30 minutes delay and no reported adverse consequence to the patient.